Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and a fracture was observed on the right atrial lead. The right atrial lead was explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
The reported events of lead fracture was not confirmed while noise was confirmed. A complete lead was returned in two pieces; connection portion (a) measured 8.0cm while distal portion (b) with the extraction tool inserted measured 45.8/47.9cm (outer insulation/inner coil). Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found three external abrasions (41.7cm to 41.8cm ,41.9cm to 42.0cm and 42.1cm to 42.2cm from the distal tip) breaching the outer insulation exposing the outer coil at the proximal region. The cause of the reported event of noise was isolated to external abrasion consistent with friction to the device can.